Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced defective device, mesh failure, pain, mental pain, infection, adhesions, inflammation, emotional distress, disability, impairment, loss of enjoyment of life, and mental anguish. Post-operative patient treatment included revision surgery, and mesh revision.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced abscess, hematoma, open wound, skin wound dehiscence, suffering, defective device, mesh failure, pain, mental pain, infection, adhesions, inflammation, emotional distress, disability, impairment, loss of enjoyment of life, and mental anguish. Post-operative patient treatment included evacuation of hematoma, washout of abdominal wall cavity, replacement of wound vac, revision surgery, and mesh revision.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: h6 (patient codes, ime e2402: tract, rigors, abnormal hemoglobin; hematocrit; white blood cell count; platelets levels). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced abscess, hematoma, open wound, skin wound dehiscence, suffering, defective device, mesh failure, pain, mental pain, infection, adhesions, inflammation, emotional distress, disability, impairment, loss of enjoyment of life, mental anguish, abnormal hemoglobin; hematocrit; white blood cell count; platelets levels, fluid collection, edema, positive for proteus miabrilis; staph; escherichia coli esbl producer; mrsa; actinomyces odontolyticus, excessive bleeding, serosanguinous drainage, anemia, sepsis, fever, rigors, foul smelling drainage, abdominal pain, abdominal wound, purulent drainage, draining tract open, nonviable tissue. Post-operative patient treatment included evacuation of hematoma, washout of abdominal wall cavity, replacement of wound vac, revision surgery, mesh revision, CT scan, multiple hospitalization, blood transfusion, IV antibiotics, laparotomy with evacuation of hematoma, wound vac, pain medication, IV fluids, evacuation of abdominal wall abscess, jp drains, wound debridement, incision and drainage, nonviable tissue removed, washout of abdominal cavity.